Event description:
It was reported that the right ventricular lead had noise, oversensing, and sensing difficulty. The lead fractured and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Multiple short v-v sensed events of < 220 ms are observed between the (B)(6) 2010. (13 episodes nst (non-sustained tachycardia)) high v-sic (short interval count) observed with 910 counts on the lifetime counter, most of these counts occurring on since (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Out of tolerance subthreshold lead impedance recorded on (B)(6) 2010.